Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.the sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
A customer reported to baxter that a minicap did not contain a sponge. There was patient involvement but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a missing component of a minicap was confirmed during the sample evaluation, and the root cause was determined to be a manufacturing issue. The missing sponge was evident in the visual evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This issue is being investigated through CAPA.